Event description:
It was reported by the nurse that the battery voltage of the implanted defibrillator has dropped significantly. Review of additional information received shows suspicion of battery drain due to frequent remote monitor polling. It was later reported that the device was explanted and replaced. The remote monitor will be returned for analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported by the nurse that the battery voltage of the implanted defibrillator has dropped significantly. Review of additional information received shows suspicion of battery drain due to frequent remote monitor polling. The implanted device remains in use. The remote monitor will be returned for analysis. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and returned.

Event description:
It was reported by the nurse that the battery voltage of the implanted defibrillator has dropped significantly. Review of additional information received shows suspicion of battery drain due to frequent remote monitor polling. The implanted device remains in use. The remote monitor will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.00 to 2.81 volts between (B)(6) 2011 and (B)(6) 2012, is before device rrt<= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly battery voltage trend data in save to disk (B)(4) shows min bat=3.00 to 2.81 volts between (B)(4) 2011 and (B)(4) 2012, is before device rrt<= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.00 to 2.81 volts between (B)(4)-2011 and (B)(4)-2012, is before device rrt<= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the monitor passed telemetry functional testing.